Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6)2025. On the morning of (B)(6)/2025, the wearable failed. The patient was home alone and continued on with his day and did not remove the sensor. There was no mention if the patient was aware of his readings prior to the event and no fingersticks was taken to check his bg value while not having readings from his cgm due to a wearable sensor. While the patient was at the kitchen, the patient felt dizzy, lost consciousness, banged his head on the floor, his head got wounded and bled. While the patient was unconscious, based on the information that was shared to the patient by his family, they were not getting any data from their follow app because the sensor had already failed. They tried calling the patient on the phone but he was not answering. The patient said that he may have been unconscious for about 1-2 hours before his ex-wife came over. When the ex-wife arrived at around 1:30pm, the patient was already semi-conscious and was already trying to administer sugar to himself but no mention if a fingerstick was already taken at this point. The ex-wife called 911 but the patient can't remember how long it took for the paramedics to arrive. When the paramedics arrived they took a bg reading which was 40 mg/dl while the cgm was still showing the sensor failed message. The patient was treated with juice from his refrigerator and first-aid for the wounded head. The paramedics stayed for about an hour and they left when the patient was already okay. The patient was not taken to the hospital. The patient was okay at the time of the report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.